Event description:
Client was going down driveway, about a 30 deg. Grade and let off his joy stick & came to an abrupt stop and tilted forward. Chair caught on footplates.

Manufacturer narrative:
This report submitted as a result of a review of complaint files. The omegatrac was operated outside of published specifications. The omegatrac owner's manual specifically warns against operating on a slope greater than 20 degrees.